Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was "high" (specific bg value was not provided). Customer changed the pump supplies to resolve the elevated bg. Reportedly, the customer continued to use the pump for insulin therapy.